Event description:
Pt had a anterior prolift procedure to repair a cystocele on (B)(6) 2011 using gynecare mesh. Subsequent conservative op treatment halt erosion have been unsuccessful. Pt. Returned for surgical procedure to remove vaginal mesh.